Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (b5), to provide a correction to field (d9 and g2), and to provide an update to field (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to improper handling, application of excessive force, mechanical impact like fall, shock or similar stress, thermal mechanical overload. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: -before use: -warning -infection control risk "properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." -inspection and testing -inspecting the product "visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." -warning -risk of injury "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user." "Do not use the instrument if damaged." -damaged product "if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was a transurethral resection of the prostate (turp) case.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number 2429304-2024-00095.

Event description:
It was reported that during the procedure the tip of the inner sheath broke off in several pieces and fell into the patient's prostate area. Some of the pieces were recovered intraoperatively by the physician and some were not recovered. It was further reported, diagnostic imaging was performed to ensure there were no pieces left. It was reported the patient was discharged from the hospital.